Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the green safety did not come out when the device was safety. Green piece was dislodged inside the powerglide. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism not advancing is confirmed and was determined to be related to the manufacture of the device. One 18 ga powerglide pro was returned for evaluation. An initial visual observation of the returned powerglide pro showed blood use residues throughout the device. It was observed that the catheter was missing from the device, but the safety mechanism was not advanced down the needle shaft. Microscopic inspection of the returned powerglide pro needle revealed excessive adhesive coverage on the proximal end of the needle shaft, causing the safety mechanism to adhere to the needle shaft inside the device housing. This failure was determined to be caused during the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.